Event description:
A health care professional reported the shunt did not detach from the inserter. On (B)(6) 2011, additional information was received from the health care professional stating the patient was not involved in the event.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the complaint were found and the product was released according to optonol's acceptance criteria. A root cause has not been identified. Additional information was requested via phone on (B)(4) 2011. (B)(4).